Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5; d7a; d9 h3, h6: a product investigation was conducted. Visual inspection: the drill bit ø2.8 w/scal l200/100 3flute f/ (p/n: 324.214, lot number: 32p1462) was received at us cq. Upon visual inspection of the complaint device, it was observed that the device was found to be deformed at the distal end. No broken features were identified with the device. Functional test: functional test cannot be performed as the device was received by itself. However, the allegation will not cut/dull can be confirmed because the flutes on the distal tip was nicked dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed as the distal end of the device was deformed. However broken condition could not be confirmed. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 324.214 lot: 32p1462 manufacturing site: bettlach release to warehouse date: 06. Feb. 2020 a manufacturing record evaluation was performed for the finished device 324.214 lot: 32p1462 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4.

Event description:
Updated: it was reported that on (B)(6) 2021, during a surgery, the drill bits were worn/dull and one of them broke.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a surgery. During the surgery, the drill bits are and one of them breaks. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) 2.8mm percutaneous drill bit f/lcp® pl qc/200mm/100mm calib. This report is 1 of 1 for (B)(4).